Manufacturer narrative:
The investigation is not yet complete. Upon completion, a supplemental report will be submitted to the FDA.

Event description:
The customer reported false negative results on a kitted nasal swab used to collect from both nostrils with the binaxnow covid-19 ag test on (B)(6) 2021. Six (6) drops of extraction reagent was added to the top hole of the test card. The nasal swab was inserted into the test card less than 30 seconds later. The swab was rotated three (3) times clockwise. The test was read fifteen (15) minutes later. Repeat testing was not performed. Confirmation testing on samples collected (B)(6) 2021 with quidel antigen and pcr provided positive results (CT value not provided). The customer confirmed there was no death or serious injury based on binaxnow covid-19 ag result. The patient's treatment was not impacted or delayed based on the binaxnow covid-19 ag result. The patient was symptomatic for one day prior to testing. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 126750 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot: 126750, test base part number 195-430h / lot:125645. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 126750 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.